Event description:
It was reported that during a routine device follow up, a capacitor reformation was performed and resulted in a code 1006 with the message high voltage has been detected on leads during a charge. Technical services discussed clearing the fault and performing a new capacitor reformation. If the device aborts the reform, the device will require replacement. If the reform is successful, a commanded shock of one joule or greater should be delivered. If the shock is not delivered, the device will require replacement. Technical services also requested the device data be submitted for analysis. No adverse patient effects were reported. At this time, evidence suggests the device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.